Manufacturer narrative:
On may 12, 2019, the patient contacted the territory manager stating that the implanted device was protruding through the skin. The territory manager advised the patient to return to the implanting clinician's office. On (B)(6) 2019, the device was explanted. The patient reported no other adverse events with the stimq peripheral nerve stimulator (pns) system. The patient informed the implanting clinician and the territory manager that she had traveled out of state three (3) days after the implant procedure for a vacation and was physically active at this time. The implanting clinician did not observe any other issues, and the area was free of infection and inflammation. Based on this information, the device erosion was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is due to patient noncompliance with post op care- physically active after implant procedure. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details surrounding a device migration complaint reported to stimwave on may 13, 2019, by territory manager.